Manufacturer narrative:
(B)(4).

Event description:
On (B)(4) 2012, customer reported that there was blood on the dispense probe (approximately 1 ml) and slide label of the lh750 slidemaker instrument. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and found that the probe wipe was not draining fast enough to prevent the rinse block from overflowing. Fse replaced the drain tubing from the rinse block to pinch valve 33. Fse noted that the likely cause of the leak was a plug in the drain tubing connected to pinch valve 33. Fse verified instrument operations and no further leaks were reported.